Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer¿s blood glucose was 150-200 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged time issue could not be verified.